Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in 3 of the tubes. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.